Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was unable to connect to the scs ipg. Reportedly, the patient underwent a partial knee surgery and the scs system was not set to surgery mode prior to the surgery. When patient attempted to communicate with the ipg after his surgery, the patient was not able to connect to the ipg. A company representative met with the patient, but was unable to resolve the issue with troubleshooting. Surgical intervention would be necessary to replace the patient's scs ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received identified the patient's scs ipg was replaced and stimulation therapy was restored postoperatively.